Event description:
Pt had long-term single lumen catheter placed 8/93 for chemotherapy. Pt completed therapy and catheter was removed 3/10/94 in transplant surgery clinic. Cuff was located and freed from the tissue. Catheter was removed easily, but part of the catheter broke off in the pt. Chest x-ray was obtained and pt was taken to special procedure radiology and catheter was retrieved without complications.